Event description:
Related manufacturer reference number: 3006705815-2022-00404, 3006705815-2022-00405. It was reported that patient¿s ipg was unable to go into MRI mode. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Additional information received that patient underwent surgical intervention where in the lead att4 and the ipg were explanted and replaced addressing the issue.